Event description:
Event description guidant received information that the patient with this pacemaker, who is 100% pacer dependent, was admitted to the hospital due to multiple syncopal episodes. The patient exhibited orthostatic hypotension, however pauses in pacing on an external electrogram were also noted. Strips were sent to technical services for review and they noted that some pacing spikes were visible during the recorded episode. Numerous troubleshooting attempts were made over the next day, but the issue was not identified. The physician elected to explant the device and surgically abandon the ventricular lead, suspecting either exit block or a tissue lead interface issue. This device is part of the insignia microcrystal failure mode 2 advisory population.